Event description:
During the procedure, the tip of the catheter broke off and remained inside the pt.

Manufacturer narrative:
This device was resterilized through our open/unused process. The investigation of the device was not completed at the time of this report.